Event description:
It was reported that during a coronary stent procedure, hosp staff observed that the box and inner pouch were labeled as a radius 20mm/3.0, lot 1577824. The actual delivery device and stent were labeled as a radius 14mm/3.0, 1577840. The physician noted the size discrepancy and elected to deploy the stent. No pt injuries or complications occurred.